Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had complaint of feeling light-headed and dizzy at times, so the device was interrogated. The interrogation revealed almost five million low impedance paces with a lead warning notice many years ago with a switch to unipolar. Isometrics also resulted in some oversensing. The lead was reprogrammed for the oversensing. Further intervention to be discussed with patient's physician. The lead is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead was capped and replaced.